Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. Only photos were returned. The reported complaint was observed on the returned photos. Provided images show an implanted iol. There are light reflections over the lens. What appears to be instrument marks can be observed on the lens. Sheen appears to be present on the lens; however, this cannot be confirmed based on the photos alone and without the evaluation of the physical sample. The root cause is deemed to be manufacturing related. Complaints have been received describing that lenses were reported by doctors for the presence of a ¿polychromatic sheen¿ visible. The cause of ¿sheen¿ or ¿film-like¿ appearance is a result of a change in the positioning of the iol during the manufacturing process and is not associated with any foreign material or contamination. The observation has been reported clinically and confirmed in laboratory settings to disappear over time following implantation. The appearance is a result of a temporary change in the surface of the iol that occurs during the delivery process, which is only visible under certain orientations and illumination settings. This resolves once the iol is delivered and exposed to body temperature over time. There are no adverse impacts or lasting effects on the iol or the patient. Based on the results of the product investigation and testing, it was confirmed there are no adverse events or clinical impact on vision associated with this finding. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information provided in a.1., a.2., a.3.a., b.5., b.6., b.7., d.10. And h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been requested, received and stated in the surgeon¿s opinion, the product did cause or contribute to the event. The patient had no harm and visually asymptomatic. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the surgeon had noticed sub surface nano glistenings (ssngs) regularly in his/her patients with company lenses. Additional information has been requested, yet no new information received.